Event description:
As reported by the user facility: the customer reported a broken off catheter with the catheter tip retained. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400568913. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was returned for evaluation. Visual evaluation of the used catheter showed it to be stretched and sheared into two pieces. Although the catheter was sheared in two, since it had already been opened and used for a procedure, the defect is not confirmed to be related to any manufacturing process. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be refer to IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.